Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with the FDA. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies which would have contributed to the reported insufficient gas transfer performance. The gas pathway was flushed with a gas and no plasma leak was noted. The actual sample, after having been rinsed and dried was tested for its gas transfer performance. Bovine blood was circulated in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flaw rate of 6l/min. And 4l/min. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. The pump record was reviewed as follows: brain separation extracorporeal circulation was implemented three times in total from around 20:45 to 22:10. At 22:12, rewarming started. There is a note that the oxygenator was changed out at 22:15. The temperature of the arterial blood was kept around 21oc during the brain separation extracorporeal circulation. During the brain separation extracorporeal circulation, paco2 was increased after the administration of "br". From the information on the record, it is not known what "br" is. After the initiation of rewarming (at 22:12), pao2 decreased and paco2 increased. At 22:15, the oxygenator was changed out. Therefore, it is not known if pao2 would have continued to decrease. Fio2 during the brain separation extracorporeal circulation was kept around 45 -50% with pao2 higher than 400mmhg. Around 21:10 and 21:35, when the gas flow rate was increased, paco2 decreased. The following functional tests were conducted on the actual sample based on the pump record review. Based on the circulation conditions and the blood gas data around 21:10 when paco2 increased, pvco2 around 21:10 was reproduced on the actual sample. Based on the test result, pvco2 could be approximately 134mmhg. Using venous blood, paco2 was determined respectively when the gas flow rate was increased and when the temperature of the arterial blood was increased. In both cases, the obtained paco2 was found to be lower than paco2 during use (85mmhg). Based on the circulation conditions and the blood gas data around 22:15 when pao2 decreased, svo2 around 22:15 was reproduced on the actual sample. Based on the test result, svo2 could be approximately 58%. Using this venous blood, pao2 was determined when fio2 was increased. The obtained pao2 was found to be 427mmhg. A review of the device history record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. The investigation results verified that the actual sample is the normal product. Although the exact cause cannot be determined based on the available information. As a cause of the reported increase in paco2 during the brain separation extracorporeal circulation, the following factors may have affected concurrently. The patient's blood temperature was low and made it difficult for co2 gas to be removed. The lower the temperature becomes, the more soluble co2 gas comes to be, which means the more difficult it comes to be to remove co2 gas and the gas flow rate was also low. From the available information, however, the definitive cause cannot be determined. The device labeling does address the potential for such an event in the instructions-for-use with statements such as: upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. Measure blood gases and make necessary adjustments as follows: control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange on the capiox fx25 device. Follow up communication with the user facility confirmed the following information: during brain separation extracorporeal circulation, the customer noticed that co2 adjustment came to be difficult; the procedure continued, and when rewarming started, the values of po2 and pco2 became degraded; it was reported that the oxygenator in question was changed out and the issues disappeared; the reported blood loss is unknown; and the procedure was completed successfully.